Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) on a patient with a double posterior leaflet, massive central on auricular fibrillation, and restricted septal leaflet. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw was then inserted. However, difficulties inserting the clip delivery system (cds) into the steerable guide catheter (sgc) was encountered. The clip was ultimately advanced to the valve. However, the clip became caught on the anterior-posterior pillar. Troubleshooting was performed, and the clip was able to be removed from the anterior-posterior pillar. However, while bringing the clip back to the right atrium (ra), it was observed that one of the grippers was no longer lowering. Therefore, a decision was made to remove and replace the clip. However, while attempting to remove the clip, imaging revealed that the clip had become caught in a chiari network. Troubleshooting was performed, and the clip was able to be opened and closed. While attempting to remove the clip, the clip was not closing completely, and difficulties removing the clip delivery system (cds) back to into sgc was encountered. The clip was ultimately removed from the patient. While outside the patient, it was observed that a gripper line was missing. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported broken gripper line and gripper actuation issue were confirmed via returned device analysis. The reported difficult or delayed positioning associate with clip caught on anatomy could not be replicated in a testing environment as it was related to patient anatomy and/or procedural circumstances. The reported difficult to close the clip, difficult removing the cds from the sgc, and difficult to insert the cds into the sgc were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the reported difficult or delayed positioning associate with clip caught on anatomy. The reported difficulty removing the device appears to be due to the device being removed with the clip not fully close; therefore, attributed to the difficulty closing the clip. A cause for the reported difficult or delayed positioning associate with clip caught on anatomy, difficulty closing the clip and difficulty inserting the cds into the sgc cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 1536.

Event description:
N/a.